Event description:
Hcp reported pt presented with signs of an infection. The pt was treated with total system explant in 2004. The device was not returned to the MFR for analysis. A follow up report will be sent when additional info is received.